Event description:
While fixating a plate using a cannulated screw, the tip of the stylet broke off flush with the tip of the screw. No pt injury. Neurosurgeon left the piece as he felt there could be more risk in attempting to remove it.